Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue.

Event description:
Related manufacturer report number: 2017865-2023-25184. It was reported during implant procedure that the atrial lead dislodged from its position and the helix was unable to be retracted. The lead was exchanged, but the second atrial lead failed to allow for stylet insertion and was also replaced. The patient was stable and asymptomatic.